Event description:
It was reported the device was used during a low anterior resection. It was reported the ax55g was fired and seemed to fire ok during firing sequence. The surgeon stated he watched the pin engage. When circular stapler was introduced transanally, the surgeon's partner noted the ax55 staple line was "disrupted." The staple line was then hand sewn and the procedure completed. The anastomosis leaked upon completion despite several attempts to repair. The surgeon then performed a colostomy. The surgeon told the cin the colostomy may have been performed despite the difficulties with the ax55, but he could not rule out involvement of the device. Pt doing well at this time. Sales rep returning x-ray for ees to evaluate.

Manufacturer narrative:
Tracking #.48122. 1/8/98 the surgeon, had used the ax55, green instrument, to close the distal rectal segment when doing a low anterior resection. When the circular stapler was brought up from below the instrument came through the ax55 staple line. They were able to identify staples and he states that they appeared to have formed normally. It is not explainable as to why the instrument came through the staple line. He proceeded to close this with interrupted silk sutures and followed with a circular stapler anastomosis, this anastomosis leaked so a diverting colostomy was performed. The pt has recovered from his surgery and further sequelae are not expected.